Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead resulting in inappropriate mode switch. Programming changes were performed to resolve the issue. The patient condition was unknown.